Event description:
It was reported that during an unknown procedure, the clips were delivered malformed. No consequence to the patient. Another like device was used to continue and end the procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.